Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of implant. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2013) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d4, d.6b (date of explant), g3, g6, h2, h4, h6, h10, h11 corrected field: d.6a (date of implant) this supplemental emdr represents the bard/davol ventralex st (device #1). An additional emdr was submitted to represent the bard/davol ventralex st (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with the implant of ventralex st (device #1). Per operative notes, ¿a ventralex st (device #1) was placed and sutured.¿ (B)(6) 2015 - patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with the implant of ventralex st (device #2). Per operative notes, ¿a ventralex st (device #2) was placed and sutured.¿ (B)(6) 2016 - patient was diagnosed with incarcerated incisional hernia, mesh infection and small bowel perforation thereby underwent repair with removal of mesh (device #1 & #2) and resection of small bowel. Per operative notes, ¿there was noted to be an incarcerated incisional hernia with infected extruded mesh and the mesh was excised. The small bowel was adherent to the mesh and locally perforated and the small bowel was resected.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.